Event description:
A distributor contacted heartsine to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device could not be powered on via the on/off button. Failure to power on may prevent or delay defibrillation therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Upon evaluation of the customer's device, stryker observed that the device could not be powered on via the on/off button. The reported fault was attributed to membrane failure due to storage outside of the indicated conditions. Corrosion was observed on the underside of the on/off button dome and on the screws. These factors would indicate that the device was stored outside of the indicated conditions. Furthermore, the pogo pin was measured and found to have failed. The device was scrapped by heartsine and the customer was provided with a replacement device.